Event description:
Per the clinic, the device was electively explanted on (b)(6)2026, due to the need for MRI imaging. There are no plans to reimplant the patient with a new device as of the date of this report.